Manufacturer narrative:
A philips field service engineer (fse) went onsite, checked the operation of the mp70, and found that it is working properly. The fse determined that the ECG lead detachment occurred from approximately 00:20 on december 1st, which made it impossible to detect arrhythmia. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that the arrhythmia alarm did not sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and checked the operation of the mp70. The fse found that it is working properly. The fse determined that an ECG lead detachment occurred at approximately 00:20 on december 1st, which made it impossible to detect arrhythmia. The fse confirmed that the ECG alarm was off and on repeatedly since then. Based on the information available and the testing conducted, the device was functioning as intended and there is no malfunction on the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.